Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.

Event description:
It was reported that ongoing occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer changed cartridge and infusion set to address the issue. The customer experienced a blood glucose level of "high" on the continuous glucose monitor (cgm), and a moderate ketone level; however a specific value was not provided. A correction bolus was delivered, and a manual injection of insulin was administered to address bg level. Reportedly, the customer continued to use the pump for insulin delivery.